Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was received for investigation. A visual inspection revealed the device to be in good physical condition. A review of the event history log confirmed an alarm of "pump settings and patient data loss" was displayed. Functional testing was performed and the device performed properly. As the reported issue could not be duplicated, no root cause was determined.

Event description:
It was reported that a cadd®-solis ambulatory infusion pump lost its settings when shut down. No injury was reported.